Event description:
It was reported that during a laparoscopic gastric bypass with roux en y, on the first firing of the stomach, blue reload, inconsistent staple formation, the staples released and the transection opened, incomplete staple line. The area that opened was on the left/superior side of the cartridge, but the inferior side stapleline was complete. Replaced the device with an ec60 with blue reload was used to complete the procedure. With the replaced device the surgeon excised the tissue superiorly to the original stomach tissue and completed the stomach pouch. There was no bleeding or any adverse consequence to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The surgeon inspected the device with the original reload, and he noticed that the drivers on the superior side of the reload. Staples were formed the first 10mm on the superior and anterior side. On the superior side for about 40mm it was noticed the drivers were deeply imbedded into the cartridge, but the 10mm superior and anterior side the drivers were visible with good staple formation. After the case, the surgeon and the rep inspected the tissue remnant note and visibly saw the incomplete staple line and completed staple line. Please note to the picture which was taken inside the patient. (B) (6).